Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3889-28, lot# va0kljv, implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
It was reported that yesterday, the patient reached for a glass in an upper kitchen cabinet - not a strain but a "reach". There was some soreness at the lead incision site right after the reach and the stimulation seemed to change a little bit. Stimulation had always been a little bit in the lower back, but seemed to be more of a tingling sensation on the skin since the reach. The patient called his doctor right after the event happened and the doctor told him to call the manufacturer. Regarding the patient reaching up for a glass and "it felt like things had changed. But then later that day, it felt like things had gone back to the way they were." The patient also noted a loss of therapeutic effect with loss of bladder control. The interstim was for urinary retention (and it had definitely helped). "But over the past 24 hours things seemed to have changed on the other end." The patient was now urinating frequently. The patient had not changed their settings. The patient felt like he had a uti with frequent urination, bladder felt irritated, and urethra pain. The urine was clear. The doctor's office told the patient to check the smell. During the test the amp was between 2.0 to 2.50 and only adjusted it twice depending on sitting, standing or walking. "It really wasn't a big flux there." The patient asked if a patient being treated for retention, suddenly peeing frequently, was that an indication the stim was too high? Prior to the last 24 hours, the patient stated "I was going every 1 to 3 hrs for voiding and now...I'm averaging every 30 min. I'm voiding good amounts" (150 to 350). Average was 300. The doctor's office told them to rotate through the programs and to call back if there were issues. The patient had retention and also bladder and prostate pain. During the trial this pain was "minimized to almost gone." This was true for the ins too. From implant until now, the patient did not remember their bladder being irritated by the ins. Prior to the interstim, the patient had uti's, so, they know what they feel like. The retention had been over the past year. The patient used to have a foley and had a uti at the same time.. "This feels similar...where the bladder is irritated" and frequent urination." The patient had another uti after the foley was out. The patient was currently on program 1, at 1.60. This morning the patient turned amp down from 2.0 the patient asked if there is an average time to stay on a setting before making a change - "how long for the bladder to react to the change?" When told to rotate programs, the patient went to program 2 "and it didn't feel good at all." The patient returned to program 1 at 2.0 and "I was fine...the way it was. A gentle tugging in the lower pelvis." The tugging mostly goes away with time. The patient sleeps thru the night. Program 1 at 2.0 was not painful. This setting was fine on (B)(6). The patient mentioned that fluid intake impacts how much they urinate. Previously with a lot of fluid the patient may go every hour. Less fluid, every 2 to 3 hours, "but I didn't have a painful irritated bladder" and no pain urinating. The patient had catheterized a couple of times to see how much they were retaining. The patient noted they are very "meticulous" and clean when cathing. The patient will be going in for reprogramming next (B)(6) 2014. If additional information is received, a follow up report will be sent.